Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as cracked valve seat diaphragm valve. ¿ deflation: observed delamination of diaphragm valve assessed as [adhesive failure. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "leaking implant". Healthcare professional reported additional "valve delaminated from shell". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "leaking implant". This record is for the right side. Device remains implanted.

Event description:
Patient reported "leaking implant". Healthcare professional reported additional "valve delaminated from shell". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6